Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had drawer failure. A field service engineer replaced insep. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that they were unable to obtain the medication and experienced a delay in the dispensing process. There were no adverse events or injuries reported based on this event.